Event description:
It was reported that the tip of the guidewire broke off while inserting it into the catheter. The device was not used in the pt.

Manufacturer narrative:
The guidewire was returned with the core wire in two broken segments. Analysis of the break point showed the failure of the core wire occurred due to torsional fatigue.